Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for peritonitis was with unspecified antibiotics (dosage, route, duration and frequency not reported). On an unreported date, the following month after onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Fifteen days after the receipt of this report, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.